Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6) 2015; the patient was administered general anesthesia and the excess skin was excised. During the same procedure a longer abutment was placed. The implanted device remains.